Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w ver 4.10e. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with cracked select button keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, and cracked retainer.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.